Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the machine head was damaged, the reciprocation arm and screws were worn, the switch was stuck, the swivel was loose, the control bar was damaged and the motor speed was unstable. The machine head, screws, reciprocation arm, o-rings, poppet housing, spring poppet, swivel, control bar, motor and sleeve were replaced and resolved the reported issue. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: netherlands.

Event description:
It was reported that during maintenance, the unit had the following failures: damaged machined head; worn screws worn reciprocation arm; seized button; damaged control bar loose swivel; motor issue - rotation issue. Inconsistent speed was confirmed after final investigation. There was no patient involvement. Due diligence is complete.